Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 26-jul-2021: failure found during routine testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches on the lcd lens screen and a bubbled dso (downstream occlusion) sensor seal. The customer stated problem was duplicated. Alarms motor service due found during functional testing, and also found in the event history log multiple times. The motor was serviced (annual maintenance) and it was reset. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there were motor issues. It is unknown if there was patient, or clinician injury associated with this occurrence.